Manufacturer narrative:
H4: the lot was manufactured on december 2022. H11: the actual device was not available; however, a photograph of the actual sample and retained samples were provided for evaluation. A visual inspection of both photograph and retained samples did not identify any abnormalities that could have contributed to the reported condition. The retained samples were gravity and leak tested and no leaks were observed. The reported condition was not verified through photograph or retained sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a continu flo luer activated set. It was observed that there was a tubing/injection site blockage. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.